Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose to 700 mg/dl while wearing the pod between 5 and 24 hours. When the patient¿s blood glucose reached 450 mg/dl the patient attempted to bring it down by administering 15 units of insulin using the pod, however this was unsuccessful. Reported symptoms include nausea and vomiting. The patient was treated with intravenous insulin and had continuous blood glucose monitoring throughout their stay. The patient was discharged the next day on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.